Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic for followup. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on(B)(6) 2015. The patient was in good condition.